Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during a dwell cycle. Gts had the patient close all the clamps and transfer set to cycle power twice and clear the error. The hc went to the "press go to start" prompt. Gts then explained that a large amount of air had entered into the disposable set. The patient explained that he disconnected during a dwell cycle and had reconnected by the time of the call to gts. Gts advised the patient to discard the supplies and report the error to their dialysis nurse in the morning. Product surveillance made contact with the patient who explained that nothing was noticed with the supplies and the sample was discarded. The lot number was h10h30016 and a companion sample was available and requested. The nurse was contacted regarding the event and the patient did a therapy the next day. The patient stated he wasn't feeling well and was having "health issues". The patient mentioned that he received the wrong manual supplies in a shipment and was going to call homecare services when he looks through all the supplies. He sometimes receives reload set alarms and clears them by cycling power or pressing stop then go.

Manufacturer narrative:
(B)(4). This report was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation, the cause was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no mention that the patient used the proper procedures for emergency disconnection. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A batch review was performed on the associated lot with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error. There was no allegation of a product malfunction; however, the sample was requested for quality purposes. A follow-up report will be submitted upon completion of baxter's investigation.